Manufacturer narrative:
Concomitant products: product ID: 3487a-56, lot# j0214187v, implanted: (B)(6) 2002, product type: lead.

Event description:
A consumer reported their last battery was replaced due to ¿damage/breaking to internal wiring, possibly from stretching or something.¿ after the replacement the doctor was able to target the right area for their pain after the third attempt, but they couldn¿t feel their legs for a while, and woke up in intensive care. Following the replacement the doctor told the consumer to take it easy to avoid this in the future as they stated it may not be possible to replace it in the future due to scar tissue. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.